Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 30, 2019 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2019. The laser unit used was a laser ems laserclast. According to the complainant, during the procedure, the laser fiber broke, perforating the sheath of the ureteroscope. Reportedly, the broken piece was retrieved using no tip basket. The procedure was rescheduled. There were no patient complications reported as a result of this event. The patient condition was reported to be fine.